Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device was received and analyzed. It was evidenced upon arrival that the left external flexure of the array was bent. However, this observation was not reported by the complainant. Additionally, a hole in the mesh was present on the middle section of the array. Nonetheless, according to the complaint record, the reported observation was a tear in the array. Therefore, it's unsure if the yielded flexures and if the tear in the mesh became a hole were influenced by the fact that the device was returned to hologic with the array fully deployed since this increases the possibility of the device getting damaged during the packing/shipping process. No further testing was executed. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on april 8th, after a novasure procedure, the physician observed a hole in the mesh of the device. No harm to the patient was reported. No other information is available